Event description:
A customer observed a non-reproducible false reactive vitros anti-hav igm result from a single patient sample while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The false reactive vitros anti-hav igm result was reported to the clinician. Once identified, a corrected negative result was issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint (B)(4).

Manufacturer narrative:
Investigation determined a non-reproducible false reactive vitros anti-hav igm result was obtained from a single patient sample. The possibility that a pre-analytical related event or an analyzer related event had contributed to the result could not be ruled out entirely. There was no evidence the vitros anti-hav igm reagent was not operating as intended. The root cause for the non-reproducible false reactive vitros ahav igm result could not be determined.